Manufacturer narrative:
By checking the manufacturing and sterilization charts of the lot#s involved, no anomaly was found. This is the first and only complaint received with these lot #s. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of hip arthroplasty due to pseudotumor and metallosis performed on (B)(6) 2019. Primary surgery was performed on (B)(6) 2016. During surgery, the following components were explanted: 5010.42.363, fem. Modular head - l ø36mm, lotto #1581306. Delta-pf acetab.cup ø52 mm, not marked in USA. Lat.mod.neck lat-avl/rvr-s(s6), not marked in USA. H-max f modular fem. Stem #13, not marked in USA. Delta liner øint 36mm # medium, not marked in USA. According to the info reported, the patient (male, (B)(6)) is 175cm high per (B)(6). No other info have been reported. Event occurred in (B)(6).